Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue; however, ultimately the customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was in 70 mg/dl range.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged insulin gauge issue could not be verified.